Event description:
It was reported that during a da vinci si hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the surgical staff alleged that a broken wire was observed in the wrist of the pk dissecting forceps instrument . There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering evaluation confirmed the alleged complaint of a broken cable. The pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.